Event description:
The report received from the affiliate indicated that the internal sleeve of a smart control stent separated from the handle during a cross over procedure and remained on the guidewire. The handle was removed from the patient by taking the wire out of the patient. Another stent was placed over the same guide wire. The target lesion was a cto lesion in the femoral artery of 25cm in length in a 6.0mm vessel diameter. It was classified as a type c lesion with moderate calcification. There was no vessel tortuousity. There was no difficulty prepping the device. A 260cm terumo stiff guidewire and a 6f terumo destination sheath were used in the procedure. After the stent was deployed and during removal of the delivery system of the smart control stent, the internal sleeve of the delivery system separated from the handle. The sleeve was still on the terumo 260cm wire. The guidewire with the internal sleeve was taken out of the patient through the sheath. This was the first treatment of the artery. There was no dissection caused. The deployment was completed and the stent had fully expanded.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The initial report submitted indicated the concomitant devices were unknown but they were provided in the event description. Concomitant products updated in this report as follows: 260cm terumo stiff guidewire; 6f terumo destination sheath. Additional information was received that the second stent was deployed because the entire sfa (except for the proximal 1.5 cm) and p1 was occluded and after dilatation, the flow was still inadequate. It was a calcified, diseased vessel so the physician needed to place two stents. The first smart stent was landed in an old passenger stent-graft, the second stent with an overlap of 1.5 cm till origin of sfa). The guide wire was kept in place but the outer sheath was not closed till the catheter tip. There was some resistance was felt when removing the device but nothing uncommon but no excessive force was used. Additional information is pending and will be submitted within 30 days upon receipt.